Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument passed the bumper tests. The instrument was found to have charring and localized melting at the grip base between the grips. The instrument passed the electrical continuity test. This failure is typically associated with mishandling/misuse, most commonly caused by insulation degradation and carbonized tissue creating a conductive path.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the maryland forceps was found to have limited movements. A backup instrument of same kind was used to complete the procedure. The procedure was completed with no reported injury.